Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received 24g x 0.75 in insyte autoguard bc IV catheter. The sample exhibited evidence of use. A microscopic examination revealed a breach in the catheter adapter. The breach was located 180-degrees from the injection molding gate mark and appeared to be connected to the knit line. The external surface of the catheter adapter was rounded inward at the breach, which appeared to be consistent with molding damage from the manufacturing process. The assembly process may have exacerbated the breach. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.

Manufacturer narrative:
E facility name exceeds character limit: (B)(6) general hospital h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global hub cracked. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report hub cracked when connecting it to the infusion line.